Event description:
Atc technologies inc. Was not provided any details of the circumstances leading up to the malfunction of this device, atc was simply sent a modulap, disposable unipolar electrosurgical probe with a broken wire. This probe arrived at atc along with the device reported in MFR report #1225798-2014-00001 which caused an adverse event. This second probe (loop) appears to have failed in a similar manner and is therefore being reported.

Manufacturer narrative:
This modulap loop was returned at the same time as the loop that was reported in MDR rpt #1225798-2014-0001. The two loops returned exhibited a similar device malfunction, a broken wire loop, although the appearance of the broken wire differed between the two loops. The first loop caused serious injury to a patient. This second loop was not reported to have to have caused serious injury, but because it malfunctioned in a similar way to the reported loop, it is being reported here. Atc was not provided any additional information on the usage of this device. The gold plug, handle, and shaft of the loop appeared normal. The electrical insulation was present, intact, and undamaged. The wire of this loop was charred and blackened and the wire was twisted at the point of breakage. This type of failure has only been observed by atc when a loop is used repeatedly at very high settings (much higher than is recommended in the (IFU), or if continuous current is used which heats up the tip. Atc attempted to recreate the failure using the range of recommended settings for use (IFU) while cutting a beef tongue (to simulate cutting the uterus) and was unable to recreate the failure. Atc could recreate the failure using a much lower than recommended power setting and driver current through the loop for the significant amount of time. If atc assumes the surgeon used the loop according gto its IFU, we were not able to recreate the failure and therefore could not determine the cause of the failure.